Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient experienced no adverse consequences prior, during, and post operation.